Manufacturer narrative:
Pump received unexpected battery power loss anomaly due to corroded battery tube and corroded battery spring contact.

Event description:
It was reported that the insulin pump did not start after replacing battery. The customer¿s blood glucose level was unknown. The customer reported that they have tried several batteries. The device will be returned for analysis.